Event description:
A customer contacted beckman coulter inc. (Bci) to report hydro smart module communication error on the instrument. The customer inspected the hydro compartment and found the waste sump leaking at the bottom of the canister. The fluid had leaked in the hydro compartment and on the floor the customer pushed the stop button on the instrument and cleaned the spill. The customer was wearing ppe and has exposure control plan in the lab. No injury was reported. No operator was exposed.

Manufacturer narrative:
A bci field service engineer (fse) fse did not see any sign of flooding. Fse cleaned the hydro compartment and primed the system multiple times and verified that there is no leak on the system.